Event description:
He left me deformed; in 2002 I got my first implant mentor implants in 2011 they ruptured and after one miscarriage. In 2009 I gave birth to my 3rd child, I have been breast-feeding my child. No telling how long they had been leaking, so in 2011 after completely deflating, I got my second set of implants having complications due to being allergic to the stitches, but the surgeon used causing me to get gangrene; some reason the doctor didn't want to do surgery in the hospital, this go around, I want to do like in the old days when I first got my surgery it was in his office back in 2002. By 2011 they were doing surgeries in the hospital but he wanted to save me money, so he said he would do an office procedure with no anesthesia, only numbing medicine. He cut me open cut about the size of a piece of bacon off of each breast which were infested and gangrene. He said we're just gonna throw this in the garbage because it's just gonna cost more money to get testing done and send it to a lab. We both know what it is due to his malpractice, it caused me major scarring that deformed both breasts causing scarring tissue to cut my implants and half as if I had two breast, later on in 2011 after implants said healed. I was diagnosed with hashimoto's disease. My son was diagnosed with a skin staph disease, both immunity diseases. Then in 2017 I felt as if my implants were coming through my muscle and falling out. I made an appointment to see my surgeon dr. (B)(6). Dr. (B)(6) went to see him, and he said it was just a little nip tuck is all he had to do to fix it and everything would be ok. That it was impossible for the implant to fall out or to come through my skin. I went home and not even a week later in the shower while I was bathing, my thumb went into a hole. It punctured right through the incision where it had been coming down and bulging out. Which I have pictures of which he said was impossible, I called him right away and told him what had happened that I had an exposed implant protruding through my skin he said oh just put some gauze and tape on it, and I can't see you until tomorrow, tomorrow after my surgeries are complete. I said are you serious, and so I went to the emergency room. A couple hours later because it was infected looking. At (B)(6) hospital emergency room, they said those implants need to come out. You have infection, they tried to contact my surgeon because they did not have one nothing. I called the next morning how long was, going all night trying to reach him to let him know how serious it was and no sooner than 2:00 pm the next day making me wait as if he didn't believe me. At the appointment he saw my protruding implant walked over to me sniffed be like I was a dog and said oh my god she's got to have emergency surgery to remove these implants now. Yes and he's not in a hurry to do anything because it was 12 more hours sitting in an emergency room with a breast implant infection. Exposed before I got surgery, he remove both my implants threw them in the garbage knowing I had a warranty with mentor paid for in case something happened to my implants. He did a bilateral tissue transfer then try to bill my (B)(6) and they got him with fraud. Then he billed me, I continued to see him for three months after emergency surgery with drain tubes. Because my infection was so bad, he didn't know testing - no nothing to see if I have anything going wrong and somehow lost all my records. Thank god I've got all of them. He deformed me and left me the way I am. In my new surgeon said I have to have two reconstructive surgeries just to fix what he did to me that's not counting all of the health issues that I have hashimoto's disease. My gallbladder exploded and much more along with my son have any aid skin immune disease when I told him I had hashimoto's, he said how long if you had that when did you get diagnosed, and then all of a sudden he throws my implants in the garbage; oh he's not trying to hide anything. I still have stitches in me to this day because the man kept leaving them. Without permission he was supposed to go in take the implants out and soli back up he did a bilateral tissue transfer through my implants in the garbage and dispose of them and didn't know testing skin graphs nothing to further investigate my situation or even my health I paid for a warranty through his office to replace my implants or get surgery if need be if there was a defect in my implants but due to him disposing of them you have to have the implants to return for the warranty but he took it upon himself to do what he wanted to because he can get away with whatever he wants to leaving me deformed and he had no consequence I still paid to this day every day I'll look in the mirror. FDA safety report ID # (B)(4).